Event description:
When attempting to administer lipids and fluids to a pre-term newborn, a crack was noticed in the hub of a macrobore extension set (15 inch with 1.2 micron filter) connected to total parenteral nutrition (tpn) line. This crack allowed tpn and lipids to leak out of the line.